Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8 mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found with the insulation retracted. The conductor wire was found with insulation retracted. The wire seems to have pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation related to customer reported complaint: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Some of the insulation was missing, size 1.04 mm x 0.68 mm. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during da vinci-assisted distal gastrectomy surgical procedure, 8 mm fenestrated bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The peeling was noted with loss of cautery on the instrument. No signs of thermal damage were observed. No arcing was observed during the procedure.

Event description:
Refer to h11 for follow-up information.